Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an air bubble anomaly with their tubing and reservoir. The air bubbles were at the top of the reservoir and coming from the bottom. The customer's blood glucose level was unknown. Troubleshooting was performed. They did not have a reservoir plunger available. They were advised to change the set. The product will not be returned for analysis.